Event description:
I had sterilization with essure implants in (B)(6) 2013. Since 2014 following symptoms: tiredness, changes in menstruation cycle: frequent and heavy menstruation, anemia and low iron storage; difficult to fill the iron storage even with daily iron supplements, gynecological symptoms, especially repeated bacterial vaginosis. Since 2017 following add'l symptoms: huge fatigue but difficult to sleep, joint pain, numbness of hands in the mornings, feeling cold all the time, abdominal and pelvic area pain, especially during activity, high pulse even during rest, losing breath easily, becoming exhausted easily during activity, swelling of face, fingers, and especially stomach. Dry scalp and dry mucous membranes. After essure removal and hysterectomy in (B)(6) 2018, all symptoms disappeared in 6 months. Several tests made and reason not found. After essure removal and hysterectomy in (B)(6) 2018, lab data normalized in (B)(6) 2018 and has been normal since.